Event description:
Ous MDR - after an implantation time of about 6 months, this lead was explanted due to artifacts with inappropriate shock delivery. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - within the scope of the analysis of the lead, wear on the insulation was found 12 cm distal from the connector pin. This kind of damage suggests extreme mechanical stress on the lead. The position and characteristics of the wear suggest concurrent occurence of strong pressure by the lead on the ICD housing and extreme friction by the lead on the ICD housing. There are no x-rays or other types of diagnostic images available for the analysis that could provide information about the positional relationships of the implanted system in the body. The cuts in the insulation are probably due to the explantation procedure. No manufacturing or material defect was found.